Event description:
(B)(4). Also pcos which I never had prior to essure. Pelvic pain and feet pain like diabetics. Yeast infections bacterial infections. Got it removed and now all the joint pelvic and feet pain is gone! Slowly getting my health back!

Event description:
(B)(4). Started bleeding vaginally for long periods of time. Diagnosed with a bleeding disorder menorrhagia, anemia, hypertension, joint pain, cystitis and syncope.